Event description:
It was reported that the pump ran dry years ago. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The patient experienced withdrawal. The pump ran dry due to a missed refill. Once the pump was refilled, her symptoms went away without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).